Manufacturer narrative:
This device is expected to be returned, however no product analysis is not required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection and vegetation on the leads. This system has not been replaced yet. No additional adverse patient effects were reported.